Event description:
It was reported the customer received a compromised force sensor system alarm. The customer also stated there was insulin squirting out during a manual prime. The customer stated they were disconnected during the prime. Customer also reported no numbers appeared on their screen and there was no beeps heard. The customer was unable to complete their prime. The customer's drive support cap was also not damaged. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).